Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the defibrillator has a red cross. The field service engineer (fse) evaluated the device. It was determined that the defibrillator has a red cross due to a bad connection of the battery (out of device). The battery was inserted into the device and secured with the latch, which then regained full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a bad connection of the battery (out of device). The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse reinserted the battery and secured it with the latch to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.